Event description:
At about 6 months after the primary, the patient came in reporting instability and due to signs of an infection. The reason for the instability and pathogen is unknown. The surgeon performed a washout and revised the gmk-sphere tibial insert (12 mm to 13mm to improve the stability knee in per-op). The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 04 august 2022. Lot 180925: 25 items manufactured and released on 29-may-2018. Expiration date: 2023-05-14. No anomalies found related to the problem. To date, 22 items of the same lot have been sold with another similar reported event during the period of review.